Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode felt symptoms of an infection. An invasive procedure was performed. The device was explanted and the electrode was surgically abandoned. No additional adverse patient effects were reported.